Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received a motor error alarm. The customer's blood glucose was 199 mg/dl at the time of incident. The customer stated that he received a no delivery alarm after be cleared the motor error alarm. The customer also stated that he received a motor error alarm and a no delivery alarm when he rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic field. The customer was assisted to in clearing the alarm and performing insulin pump rewind but he stated that he received a no delivery alarm when filled the tubing. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.